Manufacturer narrative:
January 05, 2010. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Conclusion: the electrical characteristics of the returned device were within specifications. The inspection of the connector header revealed damages of the intended screwdriver slot at the atrial level (hole) and at the ventricular level. These damages clearly show that the screwdriver blade was not inserted correctly in the intended screwdriver slots.

Event description:
The physician reported that during implant procedure, the ventricular setscrew could not be found and therefore the device could not be connected to the lead. That's why a new symphony device has been implanted. The physician suspects, that the hole for screwdriver insertion was not existing or not at the right place.